Manufacturer narrative:
During a troubleshooting with adc customer service it was identified the customer was using expired test strips (exp: (B)(6) 2011). This case did not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. This is a final report.

Event description:
A customer reported getting an ER-6 message on their precision xtra meter and experiencing "lack of energy; (feeling) hungry, depressed; sleeping a lot and tingling feet." The customer reportedly self-presented to a heath care facility where he was treated with metformin and "something for high cholesterol", which was a change to their normal medications. The customer did not know if he was diagnosed with hypo-or hyperglycemia. The customer also self-treated with tylenol to counteract the event. There was no report of death or permanent impairment associated with this medical event.